Event description:
The customer reported via phone call indicating they had a no delivery alarm after a set change. Customer's blood glucose was 460 mg/dl. The customer is unable to troubleshoot at time of call because they took the battery out of the device and won't be able to troubleshoot till mom comes home with battery. The customer was advised to do a complete set change as soon as possible. The customer was advised to call back when the alarm occurs to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.